Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the alaris tubing "male luers popped out of the smartsite when inserted and spin collar not staying attached ;"although requested, no further details were provided by the customer for this event.